Event description:
Per the customer, the drill is overheating during use. This was being used during a wisdom tooth removal. They had another drill available, so there was no delay in the procedure. There was no affect on the pt.

Manufacturer narrative:
The handpiece has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.